Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the programming of their device had been changed for additional pain relief. They said they feel like they can move their battery under their skin, but were not sure if it was really happening. No further issues were noted or anticipated.

Manufacturer narrative:
First report was submitted with the incorrect aware date of 2017-aug-17. Supplemental reported submitted with the corrected aware date of 2017-aug-02 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had broken her ankle in an event unrelated to the device, and turned the ins off because it made the pain from the broken ankle worse. No additional symptoms or complications were reported for this event. Additional information: it was reported that (B)(6) was the date the patient broke/fractured their right ankle in four places. Their physician is aware of the increase in pain while recovering. Device has now been reset to help what is now going on in the ankle. On (B)(6) meeting with pain management again on (B)(6); also notified about pain where device is implanted because apparently device does move; waiting on approval for injection into hip. The patient's weight was approximately (B)(6). No further complications reported. No additional patient symptoms.